Event description:
It was reported that: pt has been in constant pain since having surgery. Pt is reporting having a throbbing ache. Pt is also complaining of stiffness, walking on a bruise and numbness when she is inactive for periods of time. Pt states that she has pain in her femur area. Pt also states that she can't stoop, squat, use a ladder, pull, or lift. Bending at the waist feels like it is touching her hip and that the implant is loose. Pt states that she has had blood work, x-rays and MRI done. The x-rays and MRI shows no mass. The blood work from (B)(6) 2012 show that cobalt levels are at 14.3 and the chromium level is at 2.0.

Manufacturer narrative:
The catalog and lot number along with the device were not provided for investigation. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.